Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery ¿slips and slides all over the place.¿ the patient stated that this had been an issue since implant ((B)(6) 2016). The patient was redirected to their healthcare provider (hcp) to discuss ins movement in the pocket. It was noted that the patient had an appointment scheduled for (B)(6) 2016. No patient symptoms were reported. Indications for use are spinal pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.